Manufacturer narrative:
This case is considered as a significant corneal abrasion. The actual device was not made available for eval. Eval of returned unopened complaint samples were found to meet spec for all testing performed. The device history records and sterility records have been reviewed by mfg and found to be in compliance. (B)(4)

Event description:
A pt reported experiencing a severe corneal abrasion, right eye, associated with a focus dailies all day comfort toric tearing during wear. F/u info received on 7/7/10 stated abrasion involved 2/3 of corneal surface. According to the hospital report received on 7/8/10, a retained contact lens was removed by the hospital from the right eye of the pt. Diagnosis of corneal abrasion covering approx 2/3 of the corneal surface. Treatment consisted of g oftaqix 5x a day and oc chloramphenicol nocte for one week. Advised to f/u with ecp before resuming contact lens wear. F/u info received aug 2, indicates post event acuity of 6/6.75, right eye (pre-event acuity 6/6). Lens wear has resumed in j&j contact lenses.